Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unk, strip code: unk. Strip storage: expired strips. Symptoms: none. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 22mg/dl. The result on the ER meter was unk. The time difference between pt's meter and ER meter was greater than 30 mins. Treatment was unk. No further info has been reported.